Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia"), rash ("rash"), headache ("headaches"), migraine ("migraines"), skin disorder ("skin condition") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full), salping (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, headache, migraine, tooth disorder and weight increased had resolved and the allergy to metals, rash and skin disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, headache, menorrhagia, migraine, pelvic pain, rash, skin disorder, tooth disorder and weight increased to be related to essure. The reporter commented: discrepancy noted with date(s) of insertion (B)(6) 2010 and (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received: previously reported event of injury nos was updated to pelvic pain. New events added abdominal pain, menorrhagia (heavy menstrual bleeding), rash, skin condition, nickel allergy, dental probs. Migraines, headaches, weight gain, essure confirmation test not done. Reporter (consumer) information updated, patient date of birth, age group added. Product start date update, stop date added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.